Manufacturer narrative:
The customer provided additional information regarding the reported event. The event prolonged the procedure (trans urethral resection of the prostate (turp)) by 15-20 minutes longer. The patient was not impacted by this delay. The same device was used to complete the procedure and there was no effect reported on the outcome of the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus by a special technical lead that an hf unit (generator) had an e-433 error. The customer reported that the issue was found during a procedure. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334. Additionally, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, the malfunction likely occurred due to damage to the circuit board; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.